Event description:
It was reported that post-paced t-wave oversensing was observed on the pulse generator post implant; the pacer-dependent patient was not adversely affected. Programming modifications were performed immediately. Additional programming modifications were discussed. The additional programming modifications were performed. The patient¿s condition following the change was stable.